Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a mildly calcified lesion. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging.the device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed during positioning due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
Device evaluation: there was a kink on the hypotube 75.9cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. No deformation was evident to the distal stent wraps. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.